Event description:
After a few weeks of implantation, this pacemaker was explanted for an infection.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient experienced an infection (type not reported) resulting in a decision to explant the device. The device was explanted on (B) (6) 2010. Reimplantation is planned but had not taken place at the time of this report (B) (6) 2010.